Event description:
Close to early to mid-march, I started noticing my right eye was feeling weary. A few days later, my eyes started feeling sensitive to light. The sensitivity to light began to worsen and my eyes also became bloodshot and red on the rims of my eyes. I could no longer bear wearing my contacts and began wearing eye glasses. I went to my regular physician on monday, march 13, 2006 thinking perhaps I had developed an allergy. The dr concluded an allergy of some sort could be a posibility and prescribed some eye drops -patanol by alcon lot #80590f-. I used the drops as prescribed for 3 days with no notable improvement. In fact, my eyes were worsening. The senitivity to light was becoming acute and the redness was also increasing. My eyes were also beginning to hurt. I saw my eye dr on fri, 03/17/06. My eye dr initially thought I had a staph infection in both of my eyes. He prescribed tobradex eye drops by alcon -lot #80794f- along with tobradex ointment -lot #05j07c-. Within a couple of days. The light sensitivity began decreasing. Upon my return visit to the eye dr on wednesday, 03/22/06, the light sensitivity, eye redness and pain were gone. I had commented that my vision seemed quite blurred and the eye dr concluded that the tobradex ointment likely was leaving a residue build-up that may be causing the blurred vision. I contacted by eye dr on monday, 03/27/96 for an appointment to examine my eye sight because my eye blurriness was making it very difficult to conduct my work. An appointment was set for monday, 04/03/06. I called back the eye dr again on tuesday, 03/28/06, because I was growing increasingly worried about what seemed to be diminishing eye sight. The eye dr wasn't able to get me in until the already scheduled 04/03/06 and prescribed another eye drop to use in the meantime, -alrex by bausch and lomb lot #955182- as he suspected my corneas may still have been swollen and inflamed. By the day of the appointment, monday, 04/03/06, I started noticing a small improvement in the eye sight in my left eye. The eye dr checked my eyes once again and said that he believed that cause of my problems was due to my contact lens solution. He asked if I had recently changed the solution I had used. I was still using the same brand as always, but had recently purchased a new bottle and had used it for probably a week and a half before I started noticing problems. The solution sells under the label "healthy generations" and is distributed by supervalu inc, the lot number on the new bottle is 48365. During the 04/03/06 visit to the eye dr, the dr said my corneas looked like they had been "sandblasted" and that they were "pock-marked". He said my cornea would heal with time. As of this date, 04/12/06, the sight in my left eye seems like it is back to normal. My right eye is another story. I have detected little, if any, improvement. I'm fearful that my right eye has been permanetly damaged from this situation. I just learned from news reports on 04/11/06, that what I experienced may be related to several reported cases of fungal keratitis.